Event description:
On (B)(6) 2014, dr (B)(6) office informed the (B)(4) sales rep that a patient was treated in marionette lines/prejowl sulcus area in (B)(6) with radiesse. Post treatment the patient complained of pain (dr (B)(6) was not made aware until (B)(6) 2014) it was thought to be attributed to her tooth history of a tumor at gumline that was removed. The patient had root canal and still had pain. Another doctor removed the "white" by "dissecting" at the gumline, there were 15 sutures and a sample was sent to pathology. Dr (B)(6) office stated that it is believed that somehow the radiesse migrated. But it is not clear how as there's not a direct pathway to the gumline from the area patient was injected. On (B)(6) 2014 dr (B)(6) office sent a fax to (B)(4) to provide the information that was requested. The patient is a (B)(6) female with the initials (B)(6). The radiesse syringe is from lot 100066616 and it was mixed with 0.2cc of lidocaine. The patient was injected on (B)(6) 2013 into the chin and marionette lines (ml) with 1.5cc of radiesse. (B)(6) 2013 is the date of the onset of symptoms. There were small lumps that grew in the gum and the patient had a burning sensation left side of tongue. There was surgical removal of the lumps. There is a pathology report - details and results were not provided. Clindamycin was prescribed. It is unknown if this was prophylactic use of the antibiotic. A perioral mouth rinse and ibuprofen 600mg were also used by the patient. It is unknown if the surgical removal was medically necessary or if this was done on the patient's request. It is unknown if the antibiotic was prescribed prophylactically. The device history record for reported radiesse lot was reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.

Manufacturer narrative:
(B)(4).